Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn off was not resolved with troubleshooting. Replacement products were sent to the patient.